Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/30/2022, it was reported by a sales representative via email that an ar-9236-02pp univers vaultlock glenoid trial broke when surgeon was removing it from patient's glenoid. Surgeon removed all broken pieces from inside the patient and nothing was left. This was discovered during a tsa on (B)(6) 2022.